Manufacturer narrative:
This report will be updated should additional information be received.

Event description:
Boston scientific received information through a remote monitoring system that this implantable cardioverter defibrillators (ICD) tachy therapy was programmed off for an unknown reason. There was no available information immediately available. An attempt to obtain additional information has been sent.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that therapy was intentionally turned off because of patient's deteriorating condition.